Event description:
It was reported by service report that the foot lift was stuck in the high position and casters were damaged making it hard to roll the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cpu flash 12 pcb assembly.